Manufacturer narrative:
Fields changed: a complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not explanted, no device inspection can be performed at this time. Based on the information available, it is not possible to establish the root cause of the event. However, based on the document review, no manufacturing nor quality deficits were identified.

Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2019, a mitral valve repair with a memo 3d-rechord was performed. The implant of the ring was performed using the horizontally mattressed 2-0 ticron circumferentially. Other concomitant procedures were also performed (coronary artery bypass grafting x 1, intraoperative coronary angiography of the lima-lad anastomosis; insertion of right common femoral arterial intra-aortic balloon pump). On (B)(6) 2019, the patient was admitted on (B)(6) 2019 to the emergency department for shortness of breath. The diagnosis was of acute on chronic congestive heart failure, atrial fibrillation with rvr, elevated serum creatinine, pneumonia due to organism. On (B)(6) 2019, ring dehiscence was detected through the echo. The patient is being monitored but the ring has not been explanted yet. The current diagnosis is of dilated cardiomyopathy, essential hypertension, and paroxysmal atrial fibrillation. Based on the physician's assessment, a potential contributory factor to the reported dehiscence could be identified in the stitching area, which was reportedly very thin.